Event description:
Facility emts responded to a witnessed arrest. The patient's chest was described as extremely hairy, but was not shaved. The device was connected to the patient but reportedly continuously prompted connect electrodes. The patient outcome was not reported. The reporter stated the patient was not affected by the discrepancy, due to lack of patient viability.